Event description:
A customer reported experiencing a cartridge alarm 20. There was no adverse impact, as the customer's blood glucose level did not exceed 500 mg/dl. The issue was resolved with the caller successfully loading a new cartridge and resuming insulin therapy after receiving guidance from technical support.